Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when drilling into a patients femur the drill piece sheared off. It was decided it was safer for the patient to leave the sheared drill piece in the bone. There was no prolongation in surgery or no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.